Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was stuck on a carefusion screen. A technical support specialist reinstalled remote support services agent 4.12 manually per knowledge article 000011447: "how to manually install rss agents & rss component manager". A technical support specialist rebooted the device, adjusted the device time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding and was stuck on a carefusion screen. The customer reported that the station was not allowing users to access anything, and the issue persisted even after rebooting the station. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.